Event description:
It was reported that a pt received a burn that developed a blister on the extensor side of her left elbow after an MRI of the hip. The customer stated that they placed pads between the pt and the magnet bore. No burn marks were found on the pads, therefore, it is likely that the pads slipped out of place during the scan. It was reported that there was a third degree burn with one blister that was approx 2 cm in diameter on the extensor side of the left elbow.

Manufacturer narrative:
A ge healthcare (gehc) local field team was dispatched to the customer site to complete a pt warming questionnaire. The purpose of the questionnaire is to understand the pt warming issue, to obtain scan specific info, and to learn of the customer's room environmental conditions. The survey then establishes the performance of the gehc MRI scanner. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log); surface coils / accessories: (surface coil / ECG checks); system / image quality: (system level testing to check for system failures); pt monitoring: (pt alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within specification and there are no issues that caused or contributed to the burn. The sys is designed to comply with (B)(4), including the requirements intended to minimize the likelihood of pt warming. The mr safety guide provides warming and safety instructions regarding pt warming. No further actions are planned at this time.